Manufacturer narrative:
This complaint was opened is based on that the customer in a prior complaint mentioned that a similar event with a different anesthesia system in the same room had occurred . The first complaint was reported with mfg report number 8010042-2025-0001560. No further information has been given by the customer. Without additional information such as device serial number, date and time of the event and a proper problem description, no investigation has been possible to perform. We have not been able to determine the cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the serial number of the device has not yet been given.

Event description:
It was reported that high pressure alarms were generated during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).